Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: the device was reviewed by the manufacturer, cork and a report was received stating; due to no similar failures found in the DHR review, returned product meeting specification, and no similar complaints within an 18-month period, the complaint cannot be confirmed. No evidence was found indicating product error was a contributing factor. Should further information come available that impacts the findings in this investigation it will be reopened. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After opening implants for lcs knee surgeon commented on the patella - that the polyethylene articulating surface felt quite loose against the metal back. He has been using lcs for over 14 years and has a lot of experience and had not noticed this issue before. It was a large+ patella and a size we rarely use so the surgeon preferred for another implant to be opened as he wasn't confident that there was not an issue with the patella. A new one was opened and used. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 5. Action taken when event occurred? --> another patella was opened and used. Was procedure successfully completed? Yes. Were fragments generated? No. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no,

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.